Manufacturer narrative:
Per (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert, cup and screws after approximately 1 month due to infection.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert, cup and screws after approximately 1 month due to infection.

Manufacturer narrative:
(B)(4) final report. X-rays, operative notes, patient medical history and an update on the patient post revision was requested, however, this information could not be provided. The appropriate device details were provided, and the relevant device manufacturing and sterilization records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The sterilization method and sterile barrier system used to package trinity dual mobility devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.